Event description:
It was reported that a ncircle delta wire tipless stone extractor was kinked at the handle end near the shaft to basket transition. The kink was noted upon opening the packaging, prior to a ureteroscopy procedure. A new ncircle delta wire tipless stone extractor was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter occupation: occupation = buyer. PMA/510k: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported that a ncircle delta wire tipless stone extractor was kinked at the handle end near the shaft to basket transition. The kink was noted upon opening the packaging, prior to a ureteroscopy procedure. A new ncircle delta wire tipless stone extractor was used to complete the procedure. There were no adverse effects to the patient reported. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle delta wire tipless stone extractor was returned coiled in a baggie, with only the packaging label. Inspection of the returned device noted: the support sheath is bowed its entire length. There is a small bend in the support sheath, approximately 2mm from the end of the support sheath. Unable to determine if damage was present before or after customer repacked and returned. The basket assembly would not fully open or close. A review of the device history record found no related non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to be nonfunctional due to sheath damage. The basket sheath was bent near the yellow support sheath, as reported by the user. The basket sheath damage was preventing the basket assembly from moving freely within the basket sheath. Excessive force may have been inadvertently applied to the device, however no information is known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.